Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for fecal incontinence. It was reported that the patient had slight bloating and cramping. On (B)(6) 2017, the patient reported that she got into a car accident and was shocked 4 times. Before this incident, the patient was very sensitive to the stimulation leaving it at 0.3 or 0.4. Since the experience, the patient feels like the leads wire moved because she feels stimulation in a different area being her lower part of her vagina area and out part on her right leg, and her stimulation is at 3.8. In addition, the patient has not experienced any bowel movements since the procedure and feels bloated because of it. On (B)(6) 2017, the patient further reported that she thought her lead wire moved during the report on (B)(6). Furthermore, on (B)(6) 2017, the patient continued to mention the lead has moved and also stated her stimulation started at 0.8 and now she is at 8.0. There were no further complications or anticipations reported with this event.